Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient turned the stimulation down to 0v and was not able to increase it back past 7v. The patient needs to increase the stimulation because of the pain. It was reported that the stimulation had originally been at 8.4v and that was not high enough. It was reported that there was a settings not available screen when the patient tried to increase the stimulation. The patient reported that the ins was not charging properly and that they had charged the ins to 100% ten minutes before the call and it was already down to 90%. No further complications are anticipated.